Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery dropped from 40% to 5% within a few hours. Customer also stated the battery jumped from 20% to 50% while not connected to a power source. There was no impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump until the replacement pump is received.